Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported unspecified tissue injury could not be determined. The reported recurrent mitral regurgitation (mr) appears to have been a result of the reported unspecified tissue injury. The reported patient effects of recurrent mr and unspecified tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization or prolonged hospitalization and required medication were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage it was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted, reducing mr to a grade of 1. The following day, echocardiography showed the second clip caused a tear in the anterior leaflet, resulting in mr to increase to a grade of 4. For treatment, the patient was administered medication and remained in the hospital for another month. No additional information was provided.